Manufacturer narrative:
(B)(4). The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with a faulty power supply; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that the power supply was faulty was confirmed during product evaluation. This condition was caused by a faulty power supply printed circuit board. The power supply was replaced to correct the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00.